Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 29. On (B)(6) 2020, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and mobility. No further patient complications were reported.